Manufacturer narrative:
Findings:pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor and battery tube. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to sweat. The customer stated that he returned from long run and exposed to sweat. Customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was explained that the pump would have to be exchanged.